Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens was loaded but could not be used because it could not be pushed in the injector and cartridge. Additional information was received, iol could not be pushed because the screw did not turn.

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of the intraocular lens (iol) could not be pushed. The screw did not turn, therefore, the condition of the product could not be verified. No lot number was identified with this complaint, therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).